Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. After placing a stent, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, upon inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.